Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es multiple issues occurred when device was rebooted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes upon investigation of the actual device used in this incident, it was determined that the device had lot of issues when rebooting the devices. A technical support specialist (tss) reported that at location rccairupa1, the devices took an extended amount of time to reboot, and windows updates were installed to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es multiple issues occurred when device was rebooted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.